Event description:
The customer reported potential biohazard exposure and injury requiring medical attention while using the synchron cx5 clinical system. At the time of the incident, the operator was opening a glass ampule (ultimate-d level-3 bilirubin control) when subsequently; the glass shard pierced the operator's latex glove and right thumb. The operator reviewed the material safety data sheet (msds) and sought medical attention at the urgent care. The wound was cleaned, inspected and dressed. There was no trace of glass found in the wound. The operator showed concern regarding infectious disease. There were no reports of death or any other issues as a result of this event.

Manufacturer narrative:
The operator uses a "total bilirubin ampule tool" to open the ampule. Per mfg, the base material that is use in this control product is source plasma which has been tested as (B)(6) ribonucleic acid (rna), (B)(6). Service was not required for this issue. The lab manager advised the operator to use gauze to hold the vial in the future. The operator did not have appropriate protection for opening the glass ampule. Based on the available info the root cause for the potential exposure and cut was attributed to user error. There was no malfunction reported with the synchron cx5 clinical system. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.